Manufacturer narrative:
UDI (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, during the implant procedure, a microsensor gave incorrect readings before implantation. The referenced zero pressure was 535 and it showed on icp directly when the icp was started up. He referenced zero pressure was 535 showed on icp directly when the icp was started up. Once receiving this referenced zero pressure, the icp showed the pressure was -16mmhg. Another microsensor was used to complete the procedure with no reports of delay or patient harm.